Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps cadd solis vip pumps 2120. The complaint of failing accuracy at -12.80% was not confirmed or validated or duplicated. The device overall condition was found to be excellent. Action taken to perform a pm and then the device was calibrated. Device passed all functional testing.

Event description:
Device evaluation completed and summarized in h 10.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump failed accuracy by -12.80%. No patient involvement reported.